Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged and was explanted when repositioning was unsuccessful. Dislodgement was observed via x-ray and there were no electrical anomalies were detected. The patient was fine after the procedure.